Manufacturer narrative:
This report is being supplemented to provide additional information based on clarification to results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where the following were noted: - air/water cylinder --- foreign body (pae). - suction cylinder --- foreign body (pae). Additional defects were noted where: - distal end cap cover --- insulation < threshold. - light guide rod lens (1x) --- cracked. - bending section rubber glue condition failed. - distal end cap cover --- discoloration. - channel mount --- defective thread. - key top 1 --- incised, cuts. - universal cord --- wrinkle. - air/water, suction, ground, auxiliary channel condition of ports failed scratches inside port. - specified angle and orientation achieved up/down/right/left failed. - suction function 26,7kpa specify suction flow. - biopsy channel --- scratches. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined and the foreign material could not be identified. . The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 76 colony forming units (cfus) of klebsiella pneumooniae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional cultural testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is alkazyme and the automated endoscopic reprocessor (aer) used is soluscope series 4. The air/water channel and auxiliary channel were aspirated and flushed with water. The aer detergent is soluscope cln and the aer disinfectant is soluscope paa. The manual detergent is alkazyme and the manual disinfectant is alkazyme. The instrument/suction channel, suction cylinder, and instrument channel port were brushed using medline dry scrub brush manual brushes. The storage practice is placing the scopes horizontally in sterile trays, and the last maintenance was done in 2022 by an unspecified entity. The scopes are sterilized daily. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
The hygiene microbiological investigation report indicated the channels of the scope were cultured and found less than 1 cfu of microorganisms revivable at 30 degrees celsius in the operating channel. 1 cfu of microorganisms revivable at 30 degrees celsius were found in the aspiration channel and acinetobacter was detected. Less than 1 cfu of microorganisms revivable at 30 degrees celsius were found in the air/water channel. Less than 1 cfu of microorganisms revivable at 30 degrees celsius were found in the water jet channel. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water due to the presence of the acinetobacter. This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacture.

Manufacturer narrative:
The hygiene microbiological investigation report indicated the channels of the scope were cultured an additional time. On october 31st, the scope tested positive for 5 cfus of gram positive bacteria with all channels sampled. This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer.